Event description:
On (B)(4) 2012, customer reported that the lx20 pro instrument generated false high sodium (na) and calcium (calc) results, and false low chloride (cl) results for one patient. The results were not reported out of the lab. Customer stated that they have not been using this instrument to generate ion selective electrode (ise) results due to the issue. Customer was just running patient samples as a comparison and ise samples were run on their other lx20. Field service engineer (fse) inspected the instrument and found the modular chemistry (mc) sample probe hitting the ise cover. Fse noted that the na electrode retainer was cracked and leaked, and the incorrect cl electrode was used. Fse also noted that electrolyte injection cup (eic) valve #15 was clogged. Fse replaced the mc sample probe, the na retainer, the cl electrode and tip, the eic quad ring, the carbon bridge, and all the ise tubing. Fse verified the system performance.